Event description:
It has been reported to philips that during an interventionist surgery, there was a failure of the connected display, with snowflakes on the screen and screen shaking. The customer stated that ¿failure to observe intraoperative images on screens in a timely manner increases the risk of surgery.¿ there was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use. There has been no harm or injury due to the reported problem. A philips service engineer inspected the system; when powering on the system, the customer found that the screen was always blue with snowflakes on the screen and screen shaking. In order to not delay the use of the system, the customer took a monitor and replaced it, and then the display was normal. The system returned to its full functionality. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use. There has been no harm or injury due to the reported problem. A philips service engineer inspected the system; when powering on the system, the customer found that the screen was always blue with snowflakes on the screen and screen shaking. In order to not delay the use of the system, the customer took a monitor and replaced it, and then the display was normal. The system returned to its full functionality. The codes were updated based on the investigation outcome. The catalog item identifier, serial number, product UDI, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.